Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during unspecified procedure, the device button does not work. We are not able to determine a root cause for the reported failure, however probable causes are the following: the power switch is stuck. It is less likely that the power switch gets damaged under normal use. Thus it is highly likely that an external load outside the range of the recommended use conditions was momentarily applied. Buttons on the front panel and the keyboard do not work. A repair report shows a failure of the cp circuit board. After startup, the system does not work, not recognizing the input from the front panel and the keyboard. Thus it is highly likely that input recognition of the front panel and the keyboard failed because the application failed to start normally due to a cp circuit board failure. Per the instructions for use: the following precautions against device issue. Before each case, inspect the video system center as instructed below. Inspect other equipment to be used with the video system center as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the video system center and refer to chapter 9, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 9, contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.

Manufacturer narrative:
Device evaluation found a faulty circuit board. Main switch board was sticky. The identified board was replaced, software version was updated. Electrical leak testing was performed, video output signal was tested and the device passed all testing specifications. As stated on the IFU and as a preventive measure, the user manual states: in case of video system center failure or malfunction, always keep another video system center in the room ready for use.

Event description:
It was reported that during an unspecified procedure, the device button does not work. According to the reporter, the keyboard was frozen along with the buttons on the front panel. There was no patient harm or injury reported.